Event description:
The physician reported the multifocal intraocular lens was removed and replaced with a monofocal lens due to the patient's report of halos and glare.

Manufacturer narrative:
The lens was not received for analysis. Halos and glare are a known and labeled possible side effect of multifocal lens implantation. The iol met all manufacturing specifications prior to release. Device not received by the manufacturer.